Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage to the device. There was no indication or any foreign material (fm) on the device or sent back with the device. The device was slowly purged with air to see if any foreign material may be in the lumen and no foreign material was noticed. The device was then slowly purged with fluid to see if any fm was blocking the lumen and no fm was noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign matter was found inside the diagnostic catheter. An imager ii angiographic catheter was selected for use. During preparation, some plastic floccule was flushed out from the imager ii angiographic catheter. The physician completed with another imager ii angiographic catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found inside the diagnostic catheter. An imager ii angiographic catheter was selected for use. During preparation, some plastic floccule was flushed out from the imager ii angiographic catheter. The physician completed with another imager ii angiographic catheter. No patient complications were reported and the patient's status was stable.